Event description:
It was reported that during a prostate procedure, the side-firing fiber was noticed to have lost continuity (broken) in the middle. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken approximately 95 inches distal of the input connector; the fiber was otherwise found to be clean with minimal sings of use. The fiber card was verified at 10 joules of use. Fiber breakage during use could result in the release of laser energy in an unintended direction or an otherwise unsafe firing condition. The probable root cause of the device failure was determined to be heat accumulation, likely due to excessive bending/procedural factors encountered during the procedure.